Event description:
The customer reported that he was hospitalized for diabetic ketoacidosis, with blood glucose levels between 295 and 413 mg/dl. The customer experienced vomiting, ketones and exhaustion. Troubleshooting was performed. The daily totals and the programming were correct. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.